Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device after a chronic total occlusion interventional procedure. Reportedly, an unknown failure occurred. Manual compression was used to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.